Event description:
Event description guidant received information that this pacemaker had stored ventricular tachycardia events in error due to oversensing of the patient's t-waves. No inhibition of therapy was observed and no adverse patient effects were observed. However, it was later reported that the lead was explanted due to the oversensing.